Event description:
Reporter indicated a hp jornada handheld vns computer would not power on. The handheld computer and flashcard have been requested for product analysis but have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.